Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were no electrograms (egm) for non-sustained ventricular tachycardia when continous pre-arrhythmia egm storage was programmed on. It was also noted the stored right ventricular (rv) lead egms looked different even though the device was programmed to store the rv tip to rv ring on both channels. It was noted the device was pulling data for the two egms from one source. It was also noted vsr paces were causing very short v-v senses to occur on the plot diagram. The cardiac resynchronization therapy pacemaker (crt-p) remains in use at this time. It was recommended to change one of the sources for the egm so the sources were not identical. No patient complications have been reported as a result of this event.